Event description:
It is reported that a customer was hospitalized for because the customer had an allergic reaction to the insulin that was in their insulin pump. The customer stated they did not have time to trouble shoot the issue at the time of the call. The customer did not reveal any more information about the hospitalization. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.